Manufacturer narrative:
Clinical review: it is unknown if a temporal relationship exists between hd therapy utilizing the 2008t hemodialysis system and the adverse event of death. The etiology and timeline of the event(s) remains unknown; therefore, causality cannot be established. Presently there is no objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused or contributed to the patient¿s expiration. However, the complaint alleges the patient expired after sustaining an air embolism during hd therapy. Given the absence of a discharge summary, primary/secondary cause of death, esrd death notification, death certificate, autopsy report and no documentation detailing the evaluation of the suspect device. The 2008t hemodialysis system cannot be excluded from having a possible causal or contributory role in the patient¿s expiration, as there is insufficient evidence to conclude the root cause of the event(s). The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a patient on hemodialysis (hd) for renal replacement therapy (rrt) expired approximately 48 hours after an hd treatment was provided. The biomedical technician reported that the patient expired due to an air embolism (specifics not provided) sustained during hd therapy two days prior to their death. The date of the patient death was not reported. However, during follow-up the inpatient services manager stated that the reported timeline of events was ¿inaccurate,¿ however would not provide further details. The inpatient services manager was unable to provide further information regarding the event. Additional information was requested, however to date has not been provided. The 2008t hemodialysis system was not returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: b5.

Event description:
It was reported on (B)(6) 2020 that a patient on hemodialysis (hd) for renal replacement therapy (rrt) expired approximately 48 hours after an hd treatment was provided. The facility biomedical technician reported that the patient expired due to an air embolism (specifics not provided) sustained during hd therapy two days prior to their death. The date of the event and the patient's death remains unknown. Additionally, the facility biomedical technician initially reported that it was unknown if there were any diagnostic messages or audible machine alarms, however that the machine was reported to be fine to use. During follow-up, the inpatient services manager (ism) stated that the reported timeline of events was inaccurate, however declined to provide further details. Per the ism, the 2008t hemodialysis system was initially placed into service approximately 12 months ago. The ism reported that post-event testing/evaluation of the machine was conducted, and to their knowledge, there were no device findings. Although requested, the ism was unable to provide further information regarding the event, and to date further information has not been provided. The 2008t hemodialysis system was not returned to the manufacturer for evaluation.